Manufacturer narrative:
Fdc code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ipg 3058 (serial # (B)(4)) determined that there was adhesive in the setscrew cavity of the connector which prohibited a wrench from engaging the setscrew. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. A known good lead was inserted and withdrawn 3 times into the connector port. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). When asked for the cause of the lead insertion difficulty during the procedure and the cause of the screw on the battery not locking down/the setscrew not tightening on the lead and the screwdriver not clicking the rep replied that they had no idea which was why they were going to send all parts back for review. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins). It was reported there was lead insertion difficulty during implant procedure on (B)(6) 2018. The manufacturer representative (rep) noted this was for a case which was placing a full interstim system. It was reported the screw on the battery wouldn¿t lock down and the screw driver wouldn¿t click. The rep stated that the health care physician (hcp) tried using the screw driver in the ins kit, the one from the lead kit and one from a separate kit that the rep had and the setscrew didn¿t tighten on the lead. The caller also stated that the hcp did not back the screw out at all during the procedure. The rep reported they replaced the ins and used a second device which worked without issue. The rep noted that the wrench used on the second ins was the one that came in the ins kit. The rep noted they had the ins to return along with all 3 wrenches that were used on the first ins during the case and that they were going to send them in to the manufacturer company. There were no symptoms and there were no further complications reported/anticipated.

Manufacturer narrative:
Patient information had been omitted in prior reports. If information is provided in the future, a supplemental report will be issued.